Manufacturer narrative:
Cine images were provided to edwards for review, no echo was provided. The images were reviewed by an edwards physician. Per review, the patient had a heavily calcified aortic valve, and a stent in the rca. The three native cusps were aligned in good position. Bav was completed with an ew balloon. The balloon size not provided, and no contrast injection was performed during bav to confirm sizing. The valve center marker was level with annulus, coaxial and deployed well. With the wire out, there was central ai with an eccentric jet at the level of the lcc and rcc. No overhanging leaflets were seen on fluoro, and no pvl was observed. A second valve was deployed at the same level of the first valve. No ai or pvl was seen post deployment. Some information was not provided, which includes: procedure echo images, pre-op CT size or diameter of the native annulus, size of the bav, and volume of the delivery system balloon to determine if valve is under/over/ or nominally filled. No contrast injection with bav was used to determine annular size. Impressions: from cine images provided, it appears to be that 1 leaflet failed causing ai. The cause is indeterminate.

Event description:
As reported by our affiliates in (B)(4), the 29mm sapien 3 valve was placed by tf approach in the annulus 70:30 aortic/ventricular without problems. After the wire was retracted, it was seen that the leaflets did not work and there was free ai. The patient was put on ECMO and a second 29mm sapien 3 valve was implanted within the first valve (viv), patient is stable in hospital and without cardiovascular complications. Overhanging native leaflets were ruled out as root cause. The native annulus diameter measured 26.2mm2.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the motion restricted leaflet is unknown, however, it is it highly unlikely that a manufacturing defect or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the 29mm sapien 3 valve was placed by tf approach in the annulus in correct position without problems. After the wire was retracted, it was seen that the leaflets did not work and there was s free ai. The patient was put on ECMO and a second 29mm sapien 3 valve was implanted (viv). Patient is stable in hospital but without cardiovascular complications. Overhanging native leaflets were ruled out as root cause.